Event description:
Customer had a pt that came down with a bladder infection just after having beacons inserted. Someone from "infectious diseases" came in and had them make a number of changes to how they handle things like this. After all of this was done they had two pts that had beacons implanted that both ended up with fevers. Luis called in today looking for info on whether there was a problem with this specific batch of beacons.

Manufacturer narrative:
Product investigation: the beacon care package lot in question is #11823 and contained (B)(4) have been distributed. This lot was produced on 15 nov 2011, the expiration date is labeled as 2013-11-15. The lot history record was reviewed and found to be acceptable. The lot was sterilized (B)(4) kgy. This is within the validated range of (B)(4) and is acceptable. Pyrogen testing of the lot showed passing results. A review of the sterilization validation dose and environmental monitoring was also found to be acceptable. A review of the complaint database shows no other complaints regarding implantation infections. The instructions for use (IFU) states that infections (e.g. Urinary tract infection) are a known adverse event. The IFU suggests the uses of antibiotic prophylaxis prior to fiducial implantation, followed by standard practice of pt care. Event investigation: discussions were held with the (B)(6) at (B)(6) hospital. He indicated that cipro was prescribed as the antibiotic for prostate implant pts. Two cipro-resistant pts were recently hospitalized following a beacon transponder implantation procedure. (B)(6) hospital implemented controls recommended by their infection control department and discussed standards of pt care with varian medical's (B)(4). As of today, (B)(6) hospital claims to have implanted eight add'l pt's with no observed infections. Conclusion: it was concluded that lot 11823 was properly packaged, labeled and sterilized. Infections are common with this type of procedure and preventative practices are strongly recommended by the industry to reduce and prevent these occurrence in pts.